Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional vascular procedure. Reportedly, with the two proglide devices, the sutures were not attached to the needle when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f sheath and the vascular procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The observations indicate that plunger deployment was successful as the needles were engaged with the cuffs. The reported information and the device analysis are contradictory. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.